Event description:
The patient reported experiencing frequent e4 (occlusion) errors and elevated blood glucose of up to 485 mg/dl. The patient stated that the infusion set occludes after 2 hours of use. The patient changes the insulin cartridge, infusion site, and tubing every 2 days. The patient's normal blood glucose level is 130 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.